Event description:
Summary: patient presenting persistent drainage from the base of incision 1.5 months after 2 stage spinal fusion procedure. First operative procedure: lateral fusion from l1 to l3. After incision and dissection to safely access first the l2-3 level an annulotomy was created at the l2-3 are and disc material was removed off of the end plates. Once all disc material had been retrieved the contralateral annulus was divided and endplates were scraped in preparation for interbody fusion. The disc space was then thoroughly irrigated with saline solution. A porous peek spacer measuring 10 mm x 55 mm x 22 mm was then packed with ossdsign catalyst as tightly as possible. This peek spacer was then malleted into the l2-3 disc space. After confirming the spacer was properly positioned in the l2-3 disc space, the area was thoroughly inspected to ensure adequate hemostasis. Bleeding at this point was controlled using thrombin gelfoam powder and bipolar cautery. The l1-2 disc space was prepared in identical fashion as l2-3. A porous peek spacer measuring 10 mm x 55 mm x 22 mm was then packed with the ossdsign catalyst as tightly as possible. This peek spacer was then malleted into the l 1-2 disc space under fluoroscopic guidance. A 2-hole plate was placed to help augment the fusion of l 1-2, held into position using 2 screws placed into l 1 and into l2. The wound was then irrigated thoroughly. A thorough inspection was then undertaken to ensure adequate hemostasis. Bleeding at this point was controlled using floseal and bipolar cautery. Closure was then accomplished with a #1 vicryl reapproximating the transversalis fascia as wellas the internal and external oblique musculature. Immediate subcutaneous cutaneous tissues were closed with a 3-0 vicryl and skin closure was accomplished using mastisol and steristrips. The wound was then sterilely dressed. The patient tolerated the procedure well. There were no complications. Second operative procedure: removal of existing instrumentation. Posterior fusion from t10 to l3. The previous bilateral wiltsey incisions spanning the existing instrumentation at l3-s 1 were reopened. Dissection was carried out down to the previous instrumentation and exposed bilaterally. Screws were present on the left at l3, l5, and s1 and screws were present on the right at l3 and l4. Based on preoperative imaging, the left s1 and right l4 screws were loose and were removed along with corresponding rods. Some fibrous scar tissue from between the screw heads was removed. Each pedicle tract was palpated to ensure that there wss no medial or lateral breach and that there were still intact distally. Bleeding from the pedicles was controlled using floseal. The area was then thoroughly explored and the fusion was felt to be solid. Then as much bony surface area as possible was uncovered in the posterior lateral gutter in preparation for revision fusion and the placement of new instrumentation. Next a mid line thoracic incision was created spanning approximately t10 down to l2. Dissection was carried laterally in the thoracic spine exposing the interlaminar spaces from t10 down to l2 and transverse processes of l 1 and l2. All wounds were thoroughly irrigated with saline solution. Access through the pedicle to the anterior vertebral bodies was obtained. Each pedicle tract was palpated with a ball-tipped feeler to ensure that there was no medial or lateral breach. 6.5 mm screws were used at each level. Existing screws in the pedicles of l4 and s1 on the left were replaced. Rods were adapted to create lumbar lordosis and slight thoracic kyphosis and fixated to the screws. The wound was thoroughly irrigated the wounds. The transverse processes of l 1, l2 were decorticated as well as the remaining facet areas across the thoracolumbar junction and the interlaminar areas in the thoracic spine as well. The locally obtained autograft bone was left in situ and combined with allograft bone chips and ossdsign catalyst. This constituted a posterior fusion from t10 to l3 with instrumentation from t10 to s 1. After ensuring adequate hemostasis, closure was then undertaken using a #1 vicryl to reapproximate the fascia. Once this was closed appropriately, the subcutaneous layers were thoroughly irrigated. Immediate subcutaneous tissues were then closed with a 2-0 vicryl and skin closure was then accomplished using mastisol and steri-strips. The wounds were then washed and sterilely dressed. Reported complication: patient generally okay from this however she has noted 1.5 month post op presents worsening drainage from the very base of the incision and notes that there is a white granular material coming through this pin site drainage. Otherwise doing well and stable. Thoracolumbar spine is closely inspected. The very base of the incision shows a tiny defect from which there is expulsion of straw-colored fluid scantly present and there is evidence of granular graft material present at the defect. The rest of the incision appears to be well closed and healed. No focal tenderness to direct palpation at this time. The incision is thoroughly cleaned and redressed. 5 days later patient presents continued drainage. Thoracolumbar spine is closely inspected today again, the very base of the incision shows a tiny defect from which there is expulsion of straw-colored fluid scantly present and there is evidence of granular graft material present at the defect. The rest of the incision appears to be well closed and healed. No focal tenderness to direct palpation at this time. Operative procedure: there was an area noted to be open approximately 5 mm wide circular in shape at the inferior aspect of the thoracolumbar wound. This area was noted to be actively draining clear fluid that did not have any evidence of purulence. There was however, bone graft granules within the drainage actively leaking from the wound. The area was opened and extended the wound opening approximately 25 cm. There was clear slightly yellow-colored seroma fluid in the base of the wound but again no signs of infection. Cultures were taken. The soft tissues did have some bone graft residue in the adipose layer as well as in the fascial layer. Pulsatile lavage was used to wash this out as thoroughly as possible. The area was then debrided and thoroughly explored the thoracolumbar fusion bed and the pedicle screws all appeared to be intact. The bone graft actually was mostly intact as well in the interlaminar area and posterior lateral gutter from t10-l3 so this was not removed. Once adequately debriding and irrigating the wound, a drain in was placed in the deep layer exiting through a small focal just superior and to the left of the incision. Closure was then accomplished using a #1 vicryl followed by 2-0 vicryl. Skin closure was accomplished using a running nylon stitch. The wound was then sterilely dressed. With this the complication was considered resolved. Severity: moderate. No further complications have been reported as of writing of this report.